Event description:
Asr revision.left asr xl acetabular system.reason for revision: pain.update from crawfords spreadsheet (B)(6) 2011: products.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summarythe asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Left asr xl acetabular system. Reason for revision: pain. Update from crawford's spreadsheet (B)(4) 2011: products. Doi: (B)(4) 2006; dor: (B)(4) 2011; left hip. Update (B)(4) 2018 additional information received from crawford. Reason(s) for revision: pain. Added product details for the sleeve.